Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During an in-clinic follow-up, interrogation revealed that the patient's pacemaker was in back-up vvi mode. Reprogramming resolved the event. The patient was stable.